Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped hearing with the device suddenly. Before this the user was developing listening and spoken language skills with the device. No accident, trauma or changes to health have been reported. There was no redness or swelling around the implant. The user was re-implanted. Reportedly, during re-implantation, new bone growth was observed on the electrode lead channel and mastoidectomy.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing with the device.